Event description:
A falsely depressed troponin I result of <0.006 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.18/0.11 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was bleach contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was bleach contamination. A siemens healthcare diagnostics inc field service representative was dispatched to the account and found the system not calibrating, and bleach contamination. The fse changed v66-67 and there have been no further reports of issues from this site. The instrument is performing within specifications.